Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached cannula occurred. The sensor was inserted into the arm on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2 type of follow up: - correction h10: corrected data.

Event description:
The product was evaluated. An external visual inspection was performed and passed due to no applicator being received. The allegation was undetermined. The probable cause could not be determined.

Event description:
It was reported that a detached cannula occurred. The sensor was inserted into the arm on (B)(6) 2023. The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the allegation due to applicator was not received. The reported event of a detached cannula could not be determined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).